Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013 and reported the following observed inaccuracy: cgm reading was 55mg/dl and blood glucose meter reading was at 97 mg/dl. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.